Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited loss of capture. No intervention was performed and the patient experienced no consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: report type should have been " malfunction" and h1 - type of reportable event - should be "malfunction" instead of serious injury.